Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: 21-may-2012; 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from their left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. Upon device interrogation, it was also noted that the patient was experiencing shortness of breath, tiredness, a fast heart rate, and mild pain from their cardiac resynchronization therapy pacemaker (crt-p) implant site. The patient suspected that something was wrong with their device. The crt-p remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.